Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an infusion set issue where the adhesive tape failed to adhere to the skin at the insertion site during insertion on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: (B)(6).